Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received sixteen appropriate treatments and six inappropriate treatments. The device was started up at 07:08:27 on (B)(6) 2023. At 19:44:20, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm with pvcs/nsvt degrading to vf. At 21:53:49, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 280 bpm. At 21:54:16, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 280 bpm. Post shock rhythm was vt @ 270 bpm. At 21:54:51, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole for 5 seconds, sinus beat then vt @ 230 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 21:55:26, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 210 bpm. Post shock rhythm was sinus bradycardia @ 30 bpm with pvcs. At 22:00:29, an arrhythmia was detected. ECG shows vf. At 22:01:01, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 70 bpm with pvcs/nsvt. At 22:01:35, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was sinus rhythm @ 60 bpm with pvcs. At 22:02:43, an arrhythmia was detected. ECG shows vf. At 22:03:14, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 40 bpm with pvcs. At 22:03:47, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vt @ 270 bpm. Post shock rhythm was asystole with unconducted p waves for 8 seconds transitioning to sinus bradycardia @ 20 bpm with pvcs. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:08:56, an arrhythmia was detected. ECG shows vt @ 160 bpm. At 22:10:02, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vt @ 150 bpm. Post shock rhythm was sinus tachycardia @ 110 bpm with pvcs. At 22:10:35, the patient received the tenth appropriate treatment. Rhythm at the time of treatment was vt @ 150 bpm. Post shock rhythm was sinus tachycardia @ 100 bpm with pvcs and low amplitude cardiac signal the fb channel. At 22:11:01, the patient received the first inappropriate treatment. Oversensing of cardiac activity, nsvt, svt and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 100 bpm with pvcs and low amplitude cardia signal the fb channel. Post shock rhythm was sinus tachycardia @ 120 bpm with pvcs and low amplitude cardia signal the fb channel. At 22:11:32, the patient received the eleventh appropriate treatment. Rhythm at the time of treatment was vt @ 170 bpm. Post shock rhythm was sinus tachycardia @ 100 bpm with pvcs and low amplitude cardiac signal the fb channel. At 22:12:16, the patient received the second inappropriate treatment. Oversensing of cardiac activity, nsvt, svt and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 120 bpm with pvcs and low amplitude cardiac signal the fb channel. Post shock rhythm was sinus tachycardia @ 130 bpm with pvcs and low amplitude cardiac signal the fb channel. At 22:14:08, the patient received the twelfth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 250 bpm with motion artifact. At 22:14:43, the patient received the thirteenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 50 bpm with nsvt. At 22:22:59, an arrhythmia was detected. ECG shows sinus tachycardia @ 130 bpm with pvcs/bigeminy/nsvt and low amplitude cardiac signal the fb channel. At 22:24:26, the patient received the third inappropriate treatment. Oversensing of cardiac activity, nsvt, svt and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was svt @ 150 bpm with pvcs/bigeminy/nsvt and low amplitude cardiac signal the fb channel. Post shock rhythm was sinus rhythm @ 90 bpm with pvcs/bigeminy/nsvt and low amplitude cardiac signal the fb channel. At 22:27:07, an arrhythmia was detected. ECG shows nsvt. At 22:27:45, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity, nsvt, svt and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was svt @ 170 bpm with pvcs/bigeminy/nsvt, motion artifact and low amplitude cardiac signal . Post shock rhythm was sinus tachycardia @ 130 bpm with pvcs/bigeminy/nsvt and low amplitude cardiac signal the fb channel. At 22:29:40, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with pvcs/nsvt degrading to vf. At 22:30:25, the patient received the fourteenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was nsvt. At 22:30:59, the patient received the fifteenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 280 bpm. At 22:31:29, the patient received the sixteenth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus tachycardia @ 100 bpm with pvcs/nsvt. At 22:32:35, the patient received the fifth inappropriate treatment. Oversensing of cardiac activity, nsvt, svt and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was svt @ 150 bpm with pvcs and CPR/motion artifact. Post shock rhythm was sinus rhythm @ 70 bpm with pvcs and CPR/motion artifact. At 22:33:07, the patient received the sixth inappropriate treatment. Oversensing of cardiac activity, nsvt, svt and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus rhythm @ 80 bpm with pvcs and CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 50 bpm with pvcs. The device was shut down at 23:11:45 on (B)(6) 2023.